Manufacturer narrative:
The pump was received with a critical pump error and pump error 35 due to a force sensor flex cable incompletely plugged in. Unable to perform the self-test, displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current and active current measurements due to the critical pump error. The pump was received with a scratched case and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump received a critical pump error alarm. Customer's blood glucose was 85 mg/dl. It was reported that display screen showed an icon. It was advised that insulin pump would need to be replaced.